Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, after some time, the patient "developed overg rown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) at l4-5 using a cage filled with rhbmp-2/acs and autograft and pedicle screw instrumentation. A second bmp sponge was rolled in autograft and placed anteriorly. At 13 days post-op, the patient was seen for follow up. Patient underwent lumbar x-rays. Imaging interpretation is as follows: "satisfactory post-op changes of plif at l4/5 with no periprosthetic abnormality. Curved surgical need noted in the soft tissues posteriorly at l5/s1 level." At 50 days post-op, the patient presented for revision surgery status post lumbar fusion. "Patient had good results from that surgery. However, patient has persistent area of nonhealing in the inferior aspect of her wound. Patient underwent wound revision and removal of foreign body. Cultures were taken of the wound and the wound was irrigated with antibiotic irrigation and hydrogen peroxide." At 42 days post-op, the patient was seen for follow up office visit. Per the physician's notes, the patient "reports complete resolution of her preoperative back pain. She is off all pain medicines. She does continue to wear her brace. She is walking with a walker and is using muscle relaxant." At 110 days post-op, the patient presented for follow up office visit. Patient was doing well until recently. Patient complained of some lower back discomfort though not as severe as prior to surgery. Patient also complained of some recurrent right leg pain that extended from the knee to the foot. She remains in physical therapy and uses percocet for pain intermittently. At 141 days post-op, the patient underwent lumbar MRI. Imaging interpretation is as follows: "posterior pedicle screws and rods are in satisfactory position. There is right lateral recess granulation"fibrosis, lower foraminal spur formation and lower foraminal encroachment on the right. No recurrent disc herniation. Relatively unremarkable remaining disc levels." At 187 days post-op, the patient presented for post op follow up. Chief complaint of severe back and right leg pain. Preoperatively to 11/10 fusion patient had primarily back pain, however , postoperatively she developed right leg pain as well. Patient able to ambulate independently. At 485 days post-op, the patient presented with failed spine surgery syndrome with lumbar radiculitis. Patient underwent implantation of eon implantable pulse generator and st jude spinal cord stimulating electrodes. There were no adverse sequelae.